Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device may be available for return; however, it has not yet been received.

Event description:
The filter of a 10" smallbore ext set w/0.2 micron filter, bcv-clave®, clamp, rotating luer reportedly leaked fluids onto the patient's bed. The patient was receiving umbilical venous catheter (uvc) fluids prepared by the pharmacy. A night shift staff person discovered that the extension set filter used was leaking. The customer stated that the patient was not receiving the intravenous (IV) fluids they needed, and also were concerned with a potential infection risk with an opening into a central line.